Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with click x construct on an unknown date. Reportedly, the patient was returned to the or on an unknown date for revision surgery due to loose and failed locking mechanism of the locking caps. The hardware was removed, date unknown. This is 5 of 7 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device has been received and the investigation is ongoing.